Manufacturer narrative:
It was reported that starting on 11/04/2024 there were multiple incidents where the saline syringes were found to be "cracked and leaking" prior to utilization on a patient. The customer did not report any patient involvement or injury related to the incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that starting on (B)(6) 2024 there were multiple incidents where the saline syringes were found to be "cracked and leaking" prior to utilization on a patient.